Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration / perforation / perforation (fallopian tube(s))") and device breakage ("fractured implant /device breakage") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's concurrent conditions included abdominal pain lower since (B)(6) 2010, low back pain since (B)(6) 2010, microscopic hematuria since (B)(6) 2010, flank pain since (B)(6) 2010, endometriosis since (B)(6) 2010 and paratubal cyst since (B)(6) 2011. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, vaginal haemorrhage and menorrhagia had not resolved and the menstrual disorder, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from left and right fallopian tube, metallic fragment were seen and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed that essure was succesfully occluded. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :pelvic pain. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received: following events were added: depression and mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration / perforation") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain") and infection ("infections"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, menstrual disorder, pelvic pain and infection outcome was unknown. The reporter considered device breakage, fallopian tube perforation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed that essure was succesfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration / perforation / perforation (fallopian tube(s))") and device breakage ("fractured implant /device breakage") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's concurrent conditions included abdominal pain lower since (B)(6) 2010, low back pain since (B)(6) 2010, microscopic hematuria since (B)(6) 2010, flank pain since (B)(6) 2010, endometriosis since 7-sep-2010 and paratubal cyst since (B)(6) 2011. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, vaginal haemorrhage and menorrhagia had not resolved and the menstrual disorder and infection outcome was unknown. The reporter considered device breakage, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from left and right fallopian tube, metallic fragment were seen and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed that essure was succesfully occluded concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :pelvic pain. Most recent follow-up information incorporated above includes: on 24-may-2018: pfs received:events"abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), patient didn¿t undergo essure confirmation test" from pfs, concomittant condition added reporter from medical record were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.